Event description:
Correction to event: it was reported that when a pacemaker dependent patient presented into a clinic for a follow up, device was found to be at eol. It was reported that the device went from eri to eol in 2 days. The device had been implanted less t...

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that when a pacemaker dependent patient presented into a clinic for a follow up, device was found to be at eol. It was reported that the device went from eri to eol in 2 days, and the device was implanted less than a year ago. The device was explanted and replaced. The patient is doing well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and the battery voltage was found to be lower than expected. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. Following fields deleted: reason_for_no_eval_code.